Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered vaginal pain, urinary problems, urinary incontinence, painful intercourse, erosion of mesh, and pelvic pain. No further info has been provided.